Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-4068-25tr serial/batch number (B)(6) was received for investigation. Visual evaluation found that the suturelasso¿ sd, 25° tight curve right tip was broken off. No fragments were returned for analysis. This event occurred before receiving the device for investigation. Additionally, multiple scratches and burrs were observed on the device's shaft. The root cause of the reported failure mode is undetermined. However, this event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.

Event description:
It was reported that during a shoulder surgery the device broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2022: the device broke in the patient and everything was removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.